Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately 30 days after implantation lead dislodgment was observed. It was reported that the lead was successfully repositioned. Then, 14 days after reposition lead re-dislodgment was observed.